Event description:
Healthcare professional, in scientific publication titled "surgical outcomes and quality of life status after implant pocket conversion from subpectoral to pre-pectoral breast reconstruction", reported adverse events among 60 breasts (37 patients): "asymmetry", "animation deformity", "implant rotation", "capsular contraction" baker grade unknown, "tear", "pain", "aesthetic dissatisfaction", "wear", "late seroma". This record comprises 12 breasts implanted with allergan implants. It is unknown which events affected the allergan implants. Affected sides are unknown. The devices were explanted.

Manufacturer narrative:
Article citation: adelson, d., bracha, g., lidar, s. Et al. Surgical outcomes and quality of life status after implant pocket conversion from subpectoral to pre-pectoral breast reconstruction. Eur j plast surg 49, 15 (2026). Continued e.1. Facility name: (B)(6). The events of "capsular contracture", "seroma-late", and "breast pain" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown; "wear" and "tear" (captured as rupture); "late seroma"; "asymmetry", "animation deformity", "implant rotation" (captured as malposition); "pain"